Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported that a novasure endometrial ablation was done on (B)(6) 2011. A post hysteroscopy revealed the uterus was "well cauterized throughout." The following day, (B)(6) 2013, the patient called the physician reporting a "fever of 101 degrees [fahrenheit] and the shakes." The patient was treated with augmentin (amoxicillin and clavulanate potassium). She was not admitted and no cultures were done.